Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received a blank display after changing their battery. Customer also reported receiving a weak battery alarm, battery out limit alarm, no delivery alarm and low battery alarm in the alarm history. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was able to recover the customer's display by inserting a new battery. Customer's blood glucose was 405 mg/dl. The customer was treated with a manual injection. It was also found the no delivery alarm was resolved by a complete set change. The customer will be sent a replacement battery cap. The insulin pump will not be returned for analysis.